Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site and subsequently underwent revision surgery under general anaesthesia on (B)(6) 2017. During the procedure the excess skin was excised and a longer abutment was placed.